Event description:
A device was returned to physio-control's (B) (4) office and it was found that it would not power on. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the reported malfunction to be failure of the internal hlc battery (battery cell 3, bt3) from the analog pcb assembly. A replacement device was provided to the customer.